Manufacturer narrative:
The 396.989 was received with the inner shaft jammed in the 396.923 trial. There are scratches on the connection location of the inner shaft. The complaint handling unit engineer reviewed the relevant engineering drawings. A tolerance analysis was performed for the following features: 1) the clearance between the diameter of the inner threaded shaft and the handle inner diameter near the functional end. 2) the clearance needed for the dowel pin in the wheel to freely glide within the groove to allow the assembly/disassembly of the wheel and inner shaft. After reviewing the tolerances, there is the possibility of interference for both of the features/functions stated above. The interference within the wheel assembly and the interference between the inner diameter and threaded inner shaft can lead to the scenario of this complaint. It should be noted that the lot corresponding to this complaint was of a previous revision which had more potential interference per the drawing specifications than the latest revision. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the hospital discovered an issue with an inserter after performing an anterior cervical decompression fusion. The surgeon was able to perform the procedure successfully but after the case they noticed they were unable to remove the trial from the inserter. The trial is in working order but the inserter will not release. There was no patient harm. This 1 of 1 report for (B)(4). This report is for the acf trial spacer handle.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no ncrs generated during production. Manufacturer- (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.